Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient met with the sjm representative for reprogramming of his occipital (off label) nerve stimulator. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was able to provide the patient with effective right side stimulation coverage. However, the patient is without stimulation coverage on his left side. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.